Event description:
It was reported by service report that the liter top was bending and bowing the fowler trip spring which would not allow the fowler to operate properly. There was no pt involvement or adverse consequence reported.

Manufacturer narrative:
Gas spring trip.